Event description:
The customer reported that catheter was inserted (subclavian left) on (B)(6) 2013. On (B)(6) 2013, when the user tested the extension line before use, he noticed leaks on the two extension line. Catheter was removed and medicines administrated by another way. No consequence for the pt. Pt is fine.

Manufacturer narrative:
(B)(4).